Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values seven days after the sensor was inserted in the abdomen. The patient experienced dizziness and seizure. The cgm was reading 90 mg/dl and the blood glucose reading was 45 mg/dl. The patient was transported to the hospital by the spouse. There, the patient received IV glucose for hypoglycemia and recovered after treatment. There was no documentation of further medical evaluation or intervention. The patient was discharged the same evening. At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia, seizures and loss of consciousness.